Event description:
Family member of customer reported via phone call that customer was hospitalized on unknown date due to high blood glucose level and diabetes ketoacidosis. The blood glucose level of customer was 1000 mg/dl. Current blood glucose level of customer was 178 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that whether the auto mode feature was active at time of incident. Customer stated that the tubing got detach when they went to the bathroom using wheelchair and they were not connected to it from a period of time. Customer was assisted with connecting glucose meter to insulin pump. Customer was also assisted with entering auto mode. There was loss of communication between transmitter and insulin pump. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.